Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a low blood glucose level event. The customer's blood glucose level was 40 mg/dl. The customer had glucose tablets and a glucose shot nearby. No further details were provided.